Manufacturer narrative:
The user contacted ge healthcare technical support. It was recommended to ensure screws properly tightened and bag to vent microswitch. No further information is available regarding problem resolution. Customer contact reports no patient information available.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.